Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had increased thresholds, along with noise and undersensing. It is believed that this lead may have fractured given the location which is just under the clavicle. The patient underwent a device was chang out and at that time the physician elected to leave the chronic leads in place as this patient is dependant in both the atrium and ventricle as they appeared to be functioning normally. The replacement device had also depleted earlier than expected due to the high outputs needed on both leads to maintain capture. The boston scientific sales representative stated that they believe the lead was crushed under the patients clavicle, but was unconfirmed at explant. The lead was surgically abandoned and successfully replaced along with a new device. To date, no additional adverse patient effects have been reported.